Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the "drain connector" cracked when the extension and catheter were connected were connected together by clsc nurse about 1 week ago. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked navarre connector is confirmed, and the cause is unknown. The device returned was a navarre connector with a truncated catheter. Visual observation found residue on the device and two cracks in the white hub, longitudinal and extending from the proximal end onward, one approximately following a parting line. The cracks were nearly straight, with a fairly well-defined path. Functional testing found little to no leakage from the connector while pinching the distal end during infusion, but the cracks, the one not near a parting line in particular, were noticeably widened when connected to a luer lock syringe. The complaint is confirmed, but the cause of this cracking is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the "drain connector" cracked when the extension and catheter were connected were connected together by clsc nurse about 1 week ago. No patient injury reported.